Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began on (B)(6) 2019 at around 9pm. The patient claimed to obtain blood glucose readings of ¿87 and 98 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. The patient reported that she manages her diabetes with metformin (dose unspecified) but did not reported if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that an unspecified time after the alleged inaccuracy issue began, she developed symptoms of ¿blurry vision and feeling nervous¿. The patient denied receiving any treatment or medical intervention as a result of the alleged issue. At the time of troubleshooting the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurate erratic results with the subject meter.